Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the vad system and programming vad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received via a literature article entitled "cerebral protection during washout of thrombus occluding inflow cannula of heartware hvad left ventricular assist device". This article presented a case history of a patient who presented with an acute decrease in power consumption and calculated blood flow without changes in the acoustic signal or increased hemolysis. The patient was noted to have low cardiac output syndrome requiring admission to the intensive care unit and inotropic support. An echocardiogram revealed an enlarged left ventricle (lv) that was ejecting. The patient was treated with a non-invasive washout procedure while awake and spontaneously breathing. The patient's mean arterial pressure was increased to 90-100 mmhg and the pump stopped for ten seconds. After re-starting the pump, pump parameters normalized and the lv unloaded. The patient did not have any neurological or perfusion deficits and he/she was transferred to the ward. However eight hours later, the patient developed right arm ischemia requiring thrombectomy via the axillary artery with the use of a fogarty catheter. An organized 1 x 2 cm organized thrombus was extracted. Three months later, the patient developed similar symptoms and was re-admitted. He was transferred to a hybrid operating room on inotropic support for a repeated washout procedure with standby for a potential pump exchange. The patient was noted to be awake and spontaneously breathing. His/her carotid circulation was protected with the use of a sentinel device via the right brachial artery with deployment of the device in the patient's brachiocephalic artery under fluoroscopic guidance. A second filter was deployed in the left common carotid artery. The washout procedure was then performed. The pump was then re-started with normalization of the pump parameters. No thrombotic material was found within either of the filters and no perfusion deficits were serial angiograms of the peripheral arteries. The patient was discharged home three days after the procedure.

Manufacturer narrative:
Per FDA request, this follow-up report was electronically resubmitted. All relevant substantive information was previously submitted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d1, g4, g7, h2, h4, h6, h10. (B)(6) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis based on the provided published journal article revealed a decrease in power consumption and estimated flow on (B)(6) 2015. No information on alarms was provided for evaluation. Available information indicated that a washout maneuver was performed which resulted in the pump parameters returning to normal values and the left ventricle becoming unloaded. However, few hours later thrombectomy was performed due to ischemia and an organized thrombus measuring 1 cm x 2 cm was extracted. The patient was discharged home after 10 days on increased oral anticoagulation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the decrease in estimated flow was the reported thrombus of the inflow cannula. Based on the available information clinical factors that may have contributed to the reported event include possible issues with the management of the patient's therapeutic anticoagulation and antiplatelet medications as well as the patient's past medical history and related comorbidities. Although the root cause of the reported event cannot be conclusively determined, there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis based on the provided published journal article revealed a decrease in power consumption and estimated flow on (B)(6) 2015. No information on alarms was provided for evaluation. Available information indicated that a washout maneuver was performed which resulted in the pump parameters returning to normal values and the left ventricle becoming unloaded. However, few hours later thrombectomy was performed due to ischemia and an organized thrombus measuring 1 cm x 2 cm was extracted. The patient was discharged home after 10 days on increased oral anticoagulation. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the investigation conducted, the most likely root cause of the decrease in estimated flow was the reported thrombus of the inflow cannula. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.